Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 094751-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, asthma, varicella, ovarian cyst, leukorrhea, mood swings, urinary tract infection, dysuria and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), depression ("psychological or psychiatric problems, condition: depression/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal discharge ("vaginal discharge"), endometriosis ("complication please describe: chronic endometriosis"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, vaginal infection, depression, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, weight increased, endometriosis, abdominal pain, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, metrorrhagia, bladder/ urinary problems, gi conditions, migraine, headache, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Pregnancy test urine - on an unknown date: results: negative. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, bladder problems, urinary problems, headache were added. Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 094751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, asthma, varicella, ovarian cyst, leukorrhea, mood swings, urinary tract infection, dysuria and uterine bleeding. On (B)(6)-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), depression ("psychological or psychiatric problems, condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and endometriosis ("complication please describe: chronic endometriosis"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on 16-aug-2017. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, vaginal infection, depression, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, weight increased and endometriosis outcome was unknown. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Pregnancy test urine - on an unknown date: negative most recent follow-up information incorporated above includes: on (B)(6)- 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, migraine, headache, vaginal infection, depression, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, weight increased, endometriosis, back pain and reporter, patient demographic information, concomitant disease, product lot number, lab data added. Product start date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 094751-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, asthma, varicella, ovarian cyst, leukorrhea, mood swings, urinary tract infection, dysuria and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), depression ("psychological or psychiatric problems, condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and endometriosis ("complication please describe: chronic endometriosis"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, vaginal infection, depression, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, weight increased and endometriosis outcome was unknown. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.